Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Correction number : 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. During testing, the load cartridge step did not detect the filled cartridge and pushed fluid out emitting a "no cartridge detected" warning. Unrelated to this issue, the battery compartment was found to be cracked and evidence of moisture was found inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.